Event description:
Facility reported "no forward flow, back flow automatically without any pressure." On (B)(6) 2015 - per sample eval, the sample leaks between the 8-9cm depth marking.

Manufacturer narrative:
A lot history review (lhr) of reyb0417 showed one other similar prod complaint from this lot number. The complaint of catheter damage was confirmed and the cause appeared to be use-related. The returned prod was one 4fr s/l groshong catheter. The sample was rec'd with and attached proximal connector segment. The distal connector segment was detached and was not returned for eval. Blue residue was observed in the vicinity of the 3-way valve. An attempt to infuse water through the sample using a 12ml syringe revealed that the sample was patent to infusion; however, multiple leaks were observed emanating from split sites between 8cm and 9cm depth markings. Tactile inspection of the sample revealed tensile weakness through the region in which the splits were observed. Micro inspection of the leak site revealed a diagonally aligned series of partial circumferential splits. Following longitudinal bisection of the catheter in the vicinity of the splits, inspection of the inside surface of the catheter revealed that the damage on the outside of the catheter was more extensive than the damage inside, indicating that the damage was inflicted from the outside. The findings of this investigation were consistent with catheter damage caused by contact with ridged metal instruments such as forceps, hemostats or clamps. The IFU states "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edges atraumatic clamps or forceps."